Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure poor thresholds, no pacing and positioning / placement difficulties were noted. The patient experienced discomfort. The pacing lead was attempted/not used and the procedure was cancelled. No further patient complications have been reported as a result of this event.